Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide cath: medtronic launcher 6fr jr4. (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters nc trek rx, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek is 18 atms. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). The 3.5x23mm nc trek balloon catheter was advanced to the lesion and inflated twice, once to 18 atmospheres (atm) and once to 20 atm. The balloon was completely deflated prior to withdrawal. Resistance was met at the tip of the 6fr guiding catheter and the nc trek balloon could not be completely removed. The balloon catheter, guiding catheter, and guide wire were removed as a system. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.